Manufacturer narrative:
Unit passed the self-test, displacement test, sleep current measurement, active current measurement. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed low battery alert on 05/11/2024 07:32:00.000 in the history files. Confirmed the pump alarmed failed batt test twelve times on 05/11/2024 between 06:46:53.000 to 07:39:50.000 in the history files. These alerts occur due to corroded battery tube. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the electronic assemblies and motor assemblies. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, broken battery tube threads, faded serial number label, cracked keypad overlay, corroded battery tube, corroded motor home switch. No power errors noted and passed all required testing. Cosmetic damage at battery compartment was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the bending rubber cut, and the segment rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the back going to battery compartment and the battery-failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1884, and the customer response was the device will be returned.